Event description:
It has been reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to an unknown reason. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
Additional information was received on feb. 16, 2015 indicating the initial surgery date was (B)(6) 2008 instead of (B)(6) 2008, and reasons for the revision were given as well. All information is included in this medwatch supplemental report.

Event description:
It has been reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to an unknown reason. This report is based on allegations set forth in patients notice and the allegations there in are unverified. Additional information received on feb. 16, 2015 indicated the actual initial implant date was (B)(6) 2008 instead of (B)(6) 2008 as originally reported to us. Further details regarding the patient's complaints and reason for revision were that the patient experienced pain in the left hip and sharp pain in the body. In (B)(6) 2012, blood ion levels of cobalt/chromium were allegedly elevated. Revision procedure was performed at (B)(6).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.